Manufacturer narrative:
Device was not returned for evaluation, however clinical details was provided that the patient bone quality was hard and they did not have a tap for 5.5 healicoil. Per the device IFU under warnings ¿breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation¿. The proper instrumentation for site preparation for this anchor in hard bone applications is a 4.5mm spade tip drill and a 5.5 mm awl dilator.

Manufacturer narrative:
Initial reporter foreign zip code: (B)(6).

Event description:
It was reported that two 5.5 helicoil anchors broke during insertion. Bone quality was hard and they did not have a tap for 5.5 helicoil. The third anchor that was used has apparently inserted fine. No patient injury reported.